Event description:
The pt developed erythema at the treatmetn sites two days after treatment with cosmoderm. The physician prescribed oral medrol dose pak. The erythema lasted five days and has now resolved.